Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
A report was received from the customer's sales representative that indicates that the customer has continued to experience channel disconnects and they are working to replace iuis throughout their fleet.

Manufacturer narrative:
(B)(6).